Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "does not recognized a closed door" was reproduced. A review of the event history log revealed multiple "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the loose link screw. The link required to be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize close door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Event description:
We were informed on (B)(6) 2024, about an event regarding a patient with a medtronic spinal cord stimulation (scs) system. On (B)(6) 2024, the scs (spinal cord stimulation) patient underwent a revision procedure with dr. (B)(6). During the procedure, the physician replaced the medtronic scs system with a (B)(6) scs system for an unknown reason. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).